Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to physical damage.

Event description:
The customer reported via phone call that the insulin pump got caught in chair and got damaged, gash above the screen and the screen has an ink spot . The customer¿s blood glucose level was unknown at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will returned for the analysis .